Event description:
It was reported by service report that the scale was not weighting correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: calibration. Conclusion: calibrated.